Manufacturer narrative:
Breas contacted the reporter of this event to request the serial number (which was not provided in the initial report) and the device for investigation. The reporter responded on september 10, 2025; this is the same ventilator which was previously investigated and there are no further issues. Breas will close this issue at this time.

Event description:
Home health care patient: during routine monthly equipment check, ventilator failed to alarm when disconnected from test lung. Pre-use testing performed and all testing passed but ventilator still failed to alarm when disconnected from test lung. Ventilator maintained a measured inspiratory pressure despite disconnection from the test lung causing the alarm not to sound. Affected ventilator was exchanged with a new ventilator. Pre-use testing performed and passed. All alarms functioning appropriately. Breas ventilator. Biomed sending "ventilator" back to company.